Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the cuff separated from the catheter shaft during implantation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-july-03 a device history record (DHR) review was performed for the lot and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The product sample was received for evaluation and investigation. It consisted of a pd catheter which did not show signs of use. Visual inspection of the catheter revealed that the cuff was present, but dislodged from its original position. Magnified photos were taken and a layer of glue with no cuff remains was observed in the proper cuff location. Process failure mode and effects analysis (pfmea) was reviewed and an ishikawa diagram was used to determine the potential causes for this event and possible causes were identified. The reported condition has been confirmed. Based on all gathered information, the most probable root cause for this event can be considered as manufacturing related. During sample evaluation it was determined that more likely, the operator applied too much silicone adhesive during the cuff bonding operation, generating an extra glue layer unable to maintain the cuff in place. No complaint triggers or trends were identified. This complaint is considered as a fast track event since it is reportable and was confirmed as device related. Therefore, a corrective and preventative action (CAPA) has been opened to further investigate this issue and evaluate the controls that are in place during the manufacturing activities. The definitive root cause will be determined through these CAPA investigations. If further evidence becomes available, this complaint investigation will be reopened to be updated accordingly. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter.the customer states the cuff separated from the catheter shaft during implantation.